Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead fracture was found. The patient did not want to undergo a lead revision. Defib portion was turned off.

Event description:
New information received notes that the lead was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.9cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.